Event description:
It ws reported by the customer that the side rail was not able to latch and the brakes were not able to be engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Nylon screw and support shaft.